Event description:
(B)(4). After the essure I have terrible lower back pain, abdominal pain like if I'm getting stabbed, I bleed a lot during my menstrual cycle, pain in my breast, I did not have any of these symptoms before the essure.